Event description:
During a remote follow up, an event of crosstalk was observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. No intervention was performed at this time. The patient was stable and will continue to be monitored.